Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient experienced vaginal discomfort on (B)(6) 2012. The patient had a midline graft extrusion and underwent a partial explant of the mesh on (B)(6) 2013. The surgeon opined that a potential factor that may have contributed to the exposure was that the patient had a mirena coil removed shortly after surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.